Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter: use of the repositioning sheath and the 23 fr peel-away introducer: ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp system with automated impella controller & impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
Us complainant reported the patient was on impella rp flex support and during support, the patient had atrial fibrillation (af). The pump position was confirmed and the staff was planning on explanting the following day. Additionally, the patient had a hematoma at the access site. Intervention for the hematoma is unknown. The patient expired after 61.22 hours of support after care was withdrawn.

Manufacturer narrative:
The investigation of vf/vt/af/at and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25100.